Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas with a dexcom g7 experienced elevated blood glucose after typically being in range and attempted to reduce glucose by entering two non¿meal-related meal announcements; the user then changed the infusion set after noting bleeding at the prior site, which was explained as likely due to vessel penetration, and insulin delivery was resumed. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included customer care review, education on proper use of meal announcements and infusion set management, and confirmation of resumed therapy with monitoring. Investigation of this case revealed user error related to inappropriate use of meal announcements for correction and a probable infusion site issue given bleeding at removal, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and an infusion site complication.